Manufacturer narrative:
(B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2005 and mesh, ams straight in and bard veritas collagen matrix (not marked on complaint but sticker for) were implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
Date sent to the FDA: 4/13/2016,(B)(4). It was reported that following insertion the patient experienced mixed urinary incontinence, urgency, and urethral hypermobility.

Manufacturer narrative:
Date sent to the FDA: 05/26/2016. Additional information: other relevant history.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and meshes were implanted on (B)(6) 2005 along with concurrent abdominal sacral colpopexy, a&p repair, vaginal enterocele repair and cystoscopy due to pelvic organ prolapse. It was reported that following insertion the patient experienced pain, infection, urinary/bowel problems, dyspareunia, vaginal scarring and other. It was reported that patient underwent mesh removal on (B)(6) 2011 due to pelvic pain.